Event description:
N/a.

Manufacturer narrative:
UDI related data quality updates only: providing updated device identification information in alignment with gudid.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse confirmed that an autofill failure had occurred when the customer had a balloon attached to the pump. When a known good balloon was connected, no failures occurred. The fse stated that this pointed to an issue with the customer's balloon possibly having a hole and not allowing the pump to perform an autofill. The unit passed all functional testing and was returned to the customer.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that in the morning during pre use check , the cardiosave intra-aortic balloon pump (iabp) had auto fill failure. There was no patient involved and the catheter was discarded.